Event description:
A us distributor contacted zoll to report that a patient developed an open wound underneath the front electrode. It was reported that there was some rubbing underneath her right breast from the garment. There was no alleged device malfunction contributing to the irritation. Patient was prescribed neosporin by a physician. Follow up indicated that the skin is healing.